Event description:
It was reported that the filter was being deployed and the feet of the filter stuck on the end of the catheter. The doctor was able to manipulate the filter, dislodge the feet, and deploy the filter. The filter was deployed in the intended location. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The sample was not returned for evaluation. Based on the info submitted, the results of the investigation are inconclusive and the root cause is unk. The current IFU (info for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (info for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.